Event description:
It was reported per email: "there was a house fire, authorities currently in process of verifying the cause, possibly was concentrator? This is to put vendor in notice of the occurrence." No patient injury alleged, no additional information provided.